Event description:
It was reported the pt was no longer receiving stimulation. The pt has been unable to communicate with his ipg for 2 months. The pt's ipg was replaced with a new one. The pt is now receiving stimulation.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.